Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: faulty power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the light source exhibited faulty power supply. The light keeps coming on. The bulb was switched, but the malfunction reoccurs there were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.